Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this electrode had received inappropriate shocks. An x-ray was performed which showed the electrode had moved from the original position. An invasive procedure was performed. It was noted the suture sleeve had moved over the sensing electrode. The electrode was successfully revised. No additional adverse patient effects were reported.